Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed in the right common carotid artery (cca) upon advancing the enroute guidewire. The physician elected to convert the procedure to carotid endarterectomy (cea).